Event description:
It was reported that during a laparoscopic sigma procedure the handpiece did not function. No further information is available. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received with the nose cone cracked and loose mount. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. All the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. In addition; positive indicator was noted positive and acoustic isolator was found torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The damaged nose cone allowed the ingress of moisture. It is probable that the ingress of moisture affected handpiece functionality.